Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output could not be calibrated on either the atrial or ventricular channels of the external pulse generator (epg). The epg will be taken out of service. There was no patient involvement.